Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 1. The technical service representative (tsr) explained the alarm and the rn felt like it happened because the doctor had ordered the patient to use a different solution to try and pull off fluid. The rn stated they were expecting a large drain. The rn was going to call the patient to and review the therapy to see if the drain was normal. The rn would call baxter back if she felt there was any issues. The tsr was unable to get any other information. The rn would call the patient and review the therapy. The rn understood the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn stated that she has spoken with the patient and everything has been going fine. The pdrn stated the patient has not experienced any other discomfort and has been continuing therapy on the cycler successfully. The pdrn would be seeing the patient again this week to follow up with the patient again. There was no patient injury or medical intervention reported. No allegations were made against any baxter product. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.